Event description:
It was reported that during the implant procedure, the atrial lead exhibited unacceptable thresholds. The lead was not used.

Manufacturer narrative:
Analysis found normal device characteristics.